Event description:
Device report 2 of 2: reference MFR report: 1627487-2012-09288. It has been reported, the pt has been experiencing intermittent stimulation for the past couple of months. A full parameter diagnostic indicated low impedance values on several contacts. The pt also reported, she is charging her ipg more frequently than usual. The pt uses a variety of programs with different intervals throughout the day. A replacement charging system has been sent to the pt to address this issue. It was also noted, the pt had experienced a fall in (B)(6) 2011. Surgical intervention is pending to resolve the issue.

Manufacturer narrative:
This ipg is included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.